Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 429 mg/dl. Customer went to the emergency room (ER) with high ketones and diabetic ketoacidosis (dka), and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the issue. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.